Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient experienced glare and halos. The patient was unable to drive safely due to symptoms. The patient is planning to explant the lens and replace with monofocal lens. Additional information has been received that the lens was explanted and replaced with company model lens. The symptoms were resolved.